Event description:
A critical alarm was heard and confirmed via telemetry around 2:15 on (B)(6) 2011. The pump read reset occurred "watchdog". Additional information has been requested and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
Catheter model: 8731 sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.